Event description:
Peri-guard was implanted as a drainage implant cover for a glaucoma pt on 03/10/1997. On 04/23/1997, the peri-guard patch became exposed and was explanted on 06/23/1997. This info was bought by bvi for a retrospective analysis.